Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was not further specified. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized on the same day as onset of the event and started treatment with cephalosporin (once per day, intraperitoneally during dwell, dose not reported). One day after onset, the manifestations of abdominal pain and cloudy pd effluent was resolved and the patient had recovered from the peritonitis event. Seven days after hospitalization, the patient was discharged. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.